Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the patient's atrial lead exhibited noise oversensing causing inappropriate mode switch. No interventions were performed. The patient was in stable condition.